Manufacturer narrative:
This device is used for treatment. No devices and photos were received; therefore the condition of the components is unknown. Surgical notes were received. Review of the primary notes confirms that the patient underwent a right total knee arthroplasty on (B)(6) 2014 due to osteoarthritis. It was reported that the trial components gave good range of motion, stability and patellar tracking was checked and found to be satisfactory. Patient was in satisfactory condition post-op. It is also reported that during a check-up on (B)(6) 2015, patient stated of having difficulty with stiffness when sitting for long periods of time and was unable to bend the knee as much as he should be able to. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt is experiencing post operative loss of range of motion.